Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010, the patient reported her blood glucose prior to lunch measured 224 mg/dl. She stated elevated blood glucose began about 3 weeks ago. She stated she received a steroid injection and her physician advised her that her blood glucose would be elevated for 2 weeks. She stated her blood glucose has been as elevated as 500 mg/dl. Her normal blood glucose level is 100 mg/dl. She boluses through the infusion device to lower her readings. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.